Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during the third inflation at 10 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.